Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. It was noted that the device was at end of life (eol). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.